Event description:
It was reported that the recharger screen is blank and unresponsive, the pin seems loose, and that the recharger antenna was recently replaced and ever since it doesn't seem to sit quite right when plugged in. Ps walked caller through hard reset on the recharger and caller confirmed the splash screen does not come on at all. An email was sent to the repair department to replace the recharger and the desktop charger.

Manufacturer narrative:
Continuation of d10: product ID 37651 ,serial# (B)(6), product type recharger . Product ID 37761 lot# serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6) , UDI#:(B)(4) ; product ID: 37761, serial/lot #: (B)(6). Analysis of the recharger (B)(6) revealed no anomalies with the device. Analysis of the recharger (B)(6) revealed that the connector pin was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.